Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not implanted / explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during resection of a brain lesion two (2) screws broke. The broken pieces did not fall into the patient. A new screw was used to complete the procedure. There was no report on patient injury. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device investigation summary: only the screw heads of two unknown 400.8xx screws were received. The complete lengths of the threaded shafts broke off and are missing. Due to the unknown combination, it is not possible to review the device history records. The remaining heads do not show damage or wear. The fracture surfaces are homogenous what indicates for material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. It is not able to be determined the exact reason for the reported problem, but it is likely that a short time overloading led to the breakage. One possible explanation for such an overloading may be contact with very hard bone or with metal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: surgery was not prolonged.